Event description:
New information received notes the death occurred at the end of the procedure during bandaging, there were no complaints by the physician of malfunction on the system, there was a patient history of hypertension, the system remains implanted. The death certificate noted the immediate cause of death was ventricular fibrillation and the other causes of death third degree atrioventricular block.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer report number: 2017865-2024-71476; 2017865-2024-71477. It was reported that the patient presented for an implant procedure due to third degree atrioventricular block. The patient received general anesthesia during the operation due to the patient 's agitation. The pacemaker was tested and found to work normally. In the process of bandaging following the procedure, the patient developed apnea, immediate rescue was performed but was unsuccessful. The patient died. The physician was not sure if the patient 's death was related to the abbott products. The physician considered that the cause of death was ventricular fibrillation and cardioversion was not successful.

Manufacturer narrative:
Related manufacturer report number: 2017865-2024-71476; 2017865-2024-71477.